Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized on (B)(6) 2018 due to the high blood glucose level. The customer was at between 300-400 mg/dl when admitted to the hospital. The customer was wearing the insulin pump at the time of the hospitalization. The customer was mentally ill. The customer was treated in the with the bolus. The insulin pump will not be returned for the analysis.